Manufacturer narrative:
Results eval: a review of our complaints database revealed no similar reports on this device lot. The user facility performed an audit of their inventory and found three masks that were under inflated. They returned those three masks and we have sent them to the MFR for eval. Upon completion of the MFR eval a follow-up report will be submitted.